Manufacturer narrative:
E1:(B)(6) e1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the colonovideoscope exhibited intermittent image appearance and disappearance, including blackout. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: h6 (medical device problem code- remove poor quality image) the device was returned to olympus for inspection and the reported failure blackout was confirmed and intermittent image was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause for intermittent image could not be identified. The most probable cause for blackout is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.